Manufacturer narrative:
Summary eval: the results of the eval performed suggest the event was attributed to poor application of a threadlocking substance, which allowed for infiltration into the spring area prohibiting smooth functioning of the device. Corrective action to preclude this failure mode in the future will be addressed.

Event description:
According to physician: as he tensioned the beaded cable around a dall-miles plate, he felt the cable begin to slip inside of the tensioner, and as he continued to tension the cable, it broke one strand at a time until it completely broke in half. Dr also states that he may mave tensioned cable and then loosened it, then re-tensioned the cable to gain a better position on the plate. There was no adverse consequence to the pt.